Event description:
Customer reported on 08 may 2024 from the united kingdom that the elvie stride caused mastitis. The customer alleged that her stride keeps having issues and trouble shooting has not been successful. The customer claims that this led to mastitis and reduction in milk production. The customer states she has asked for medical assistance and had to stop using the pump.

Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have requested the device to be returned. The customer has been contacted on the following dates, 08, 15, 18 & 19th may 2024 and has not yet responded. To date, we can therefore not complete any further investigation and determine whether the stride has malfunctioned and contributed to the customer's alleged mastitis. If any additional information is found to support the investigation, a follow up report will be sent.